Event description:
It was later reported that following the procedure, the patient awoke and was uncomfortable; the patient suddenly went into cardiac arrest. Cardiac resuscitation was performed and tamponade was diagnosed. The pericardium was drained of a little blood. After some time of cardiac massage and resuscitation attempts, the patient died. No autopsy was performed. The cause of death was surmised to be cerebral oedema.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 (0012445949); product type: flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few minutes following a completed pulsed field ablation procedure, the patient had cardiac arrest. It was surmised that the patient also had cardiac tamponade. No further patient complications have been reported as a result of this event.